Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
There was an obvious decline in the user's hearing performance with the device following a head trauma. After 1 month of observation, there was no improvement. Hearing performance prior to the trauma was good. The user was re-implanted on (B)(6) 2020.

Event description:
There was an obvious decline in the user's hearing performance with the device following a head trauma. After 1 month of observation, there was no improvement. Hearing performance prior to the trauma was good. The user was re-implanted on (B)(6) 2020.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.